Event description:
I hung a new ativan drip at 0404. At approximately 0530 another nurse was at my bedside assisting me with patient care and noticed that the ativan syringe was leaking. Upon further investigation, we discovered that the IV tubing (the part that connects directly to the syringe) had a crack in it. The old tubing was removed and saved for biomed and new tubing was strung. Manufacturer response (as per reporter) for IV tubing, IV tubingawaiting response